Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, two devices were used. After one hour since the surgery began, the jaw of the 1st device was broken and detached. The user exchanged it with the 2nd device and continued the procedure. However, the jaw of the 2nd device was also broken and detached after 10 minutes of use. There was no patient injury reported. This is the report regarding the breakage of the jaw. This is the first one of two reports.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 18.5 mm from the distal end. The fragment was not returned. The probe did not have scratch. The fracture surface of the probe showed that the crack developed. The origin part of the fracture surface was blackened. The manufacturing record was reviewed and found no irregularities. Based on the condition of the fracture surface, it was assumed that the crack was generated due to a load such as a spark, and besides the probe was broken off when the probe was subjected to a load. The instruction manual states the corresponding method when there is an abnormality for the device. *should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter 8, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus.